Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced a trauma but unclear when it occurred. As a result, the patient was experiencing pain at the ipg site. Surgical intervention took place where the ipg was explanted to address the issue.

Manufacturer narrative:
Date of event estimated.